Event description:
First perclose device failed - foot plate didn't retract. Removed and a second perclose was used resulting in the same issue (foot plate didn't retract). However, when this one was being removed, it tore a hole in the artery that was filled with a 22f dryseal. Procedure was able to be continued. Manufacturer response for device, closure perclose prostyle, device, closure perclose prostyle (per site reporter). Mfg [manufacturer] is still investigating.